Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture behind the display screen. It was reported the patient blood glucose (bg) was between 250 and 499 mg/dl without hyperglycemic signs or symptoms. This complaint is being reported based on the alleged moisture behind the display screen issue. The reported bg excursion without hyperglycemic signs and symptoms does not meet criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/02/2014 with the following findings:there was evidence of moisture behind the display lens. There was a crack between the display lens and case seal. Leak testing revealed a leak at the display lens crack. Unrelated to the complaint, a battery compartment crack was discovered. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.